Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer have to press button multiple times before responding and cartridge was not secure. Customer¿s blood glucose was unknown. Customer stated that when priming insulin pump sounds louder, battery life less than 7 days, sometimes back light did not display, battery cap was worn and sometimes loses setting when changed batteries. Insulin pump will not be returned for analysis.